Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/14/2013 with the following findings: the 'ok', 'contrast', and 'down' buttons intermittently respond when pressed. Contamination was present under the contacts of all buttons. The ok button contact is inverted and misaligned. In addition, the text on the display screen is dim/faded and the text is discolored up start up and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.